Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that they had been doing good with their therapy until that day of the call when they were at work and they started feeling electrical shocks near their urethra. The patient stated that they had been at 2.2v since implant but they decreased stimulation to 1.6v after the shocking occurred. The patient noted that the issue was resolved. Patient services reviewed therapy expectation and stimulation sensation as well as carrying the handset/communicator and stimulation sensation in different positional movements. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.